Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material#: ns302995. Batch#: unknown. It was reported that the bd syringe 10ml ll s/c 200 had scale marking issues. The following information was provided by the initial reporter: "multiple bd 10ml syringes with faded or missing graduated markings." Verbatim: notifying of multiple bd 10ml syringes with faded or missing graduated markings on them at tsmc. The syringes in the pictures I cannot say were from the lot of the packaging (packaging thrown away for those). All reports have been from our emergency department. The picture of the packaging had a syringe that was reportedly very similar. Please let me know any other notifications to make, I¿m not overly familiar with supply complaints or notifications.

Manufacturer narrative:
Investigation results: three photos were received by our quality team and evaluated. One photo shows an opened package with all applicable product information, and the other two photos each show one syringe with the scale markings faded and missing on the barrel. One syringe is missing the scale markings at the middle of the barrel and the other at the tip end of the barrel. The reported incident was verified. A device history record review found no non-conformances associated with this issue during production of this batch. The probable root cause is associated with the marking process during manufacturing. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.